Event description:
A report was received that a pt's precision system was explanted due to needing to have an MRI performed. The pt later reported that the scs was implanted incorrectly and was constantly "misfiring" and caused scarring to the pt's nerves, caused swelling of the toes, made her toes curl and caused severe pain in toes, ankle and feet. The pt's condition improved post-operatively.

Manufacturer narrative:
The explanted devices were discarded by the medical facility and were not returned to bsn for further eval. A review of the mfg documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during mfg. This is the final report.